Event description:
Conmed received a reported complaint that an unknown conmed device was being used on (B)(6) 2021 during a knee procedure when it was reported ¿patient had wire left in knee requiring second surgery to remove it. Date of first surgery (when conmed product was used): (B)(6) 2021 date when an x-ray allegedly revealed the "wire": around (B)(6) 2023 second surgery to remove the wire: on or around (B)(6) 2023.¿. There was no report of extended hospitalization for the patient or user. Further assessment information was attempted but to date, no further information is available. This report is being raised on the reported injury due the patient retaining a foreign body and needing additional surgery to remove the foreign body.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that an unknown conmed device was being used on (B)(6) 2025 during a knee procedure when it was reported ¿patient had wire left in knee requiring second surgery to remove it. Date of first surgery (when conmed product was used): (B)(6) 2021 date when an x-ray allegedly revealed the "wire": around (B)(6) 2023 second surgery to remove the wire: on or around (B)(6) 2023.¿. There was no report of extended hospitalization for the patient or user. Further assessment information was attempted but to date, no further information is available. This report is being raised on the reported injury due the patient retaining a foreign body and needing additional surgery to remove the foreign body.